Event description:
It was reported that the patient was experiencing pain at the ipg pocket site due to overheating of the ipg during charging. It was noted that the ipg was not getting a full charge and had to be charged more frequently. The physician also noted that the pocket was too superficial as the patient was very skinny. The patient underwent an ipg replacement and pocket site revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg pocket site due to overheating of the ipg during charging. It was noted that the ipg was not getting a full charge and had to be charged more frequently. The physician also noted that the pocket was too superficial, and the patient was very skinny. The patient underwent an ipg replacement and pocket revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.